Manufacturer narrative:
It was reported: the device "failed on a patient."; pre-op checks passed successfully without technical faults or technical events, customer connected the unit to a patient before ventilation was cancelled, ventilator entered ambient state and started alarming with multiple technical events. Per report, when attempting service software tests, the device alarmed with technical event 231008 (o2 valve leak) and technical faults 446005 (watchdog failed g d blower regulator) & 446029 (ambient failure detected); and "all leds on the front panel board was on even though no buttons were pressed." When restarting in ventilation software afterwards, the "ventilation canceled" alarm appeared shortly afterwards. Additionally, tfs 446005 (watchdog failed g d blower regulator) & 446029 (ambient failure detected) appeared during flow sensor calibration, and there was no flow coming from the device during the calibration. The root cause was determined to be that the device was affected by a degrading capacitor on the control board that might leak electrolyte onto the control board causing a short circuit on the board and/or the capacitor might lose its function. The primary function of this capacitor is to provide energy to store ¿realtime clock¿ information in case of total loss of power (external ac supply and battery) for example during storage. As a result of the short circuit, affected devices might switch to the ¿ambient state¿. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: information reported by the customer: "unit reported to have failed on a patient. After pre-op checks passed successfully, customer connected the unit to a patient before ventilation was cancelled, ventilator entered ambient state and started alarming with multiple technical events. Analysis of the logs revealed the following tfs were present at the time, 485001, 446029 and 431001." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.